Event description:
It was reported that the patient had poor performance with cochlear system implant. The integrity test results were reviewed in 2007. It was determined that the results were consistent with multiple electrode faults. Cochlear recommended that the device be explanted and replaced with a new device.

Manufacturer narrative:
This type of event is addressed in the device labeling.